Event description:
On 02/28/2024, it was reported by a sales representative via email that the eyelet from an ar-2323bcsp self punching biocomposite swivelock broke. This was discovered during an rcr procedure on (B)(6) 2024. No further information was provided. Additional information was requested. Additional information was provided on 03/01/2024, where the sales representative reported the device did break inside the patient, and all fragments were retrieved. The case was completed using an ar-2323bcsp swivelock. The patient had a hard bone that was not prepped with an instrument.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted to provide additional information in d9, h3, h6: health effect - clinical code, health effect - impact code, type of investigation, investigation findings, investigation conclusions, and h10 complaint is confirmed. Visual evaluation identified that the self punching peek eyelet swivelock had broken. Functional testing could not be conducted due to the damage to the eyelet. The customer reported hard bone quality. The most likely causes of the failure are improper bone prep, misaligned insertion, and prying/leveraging the device during insertion.